Manufacturer narrative:
Device received for analysis. Explant date is currently unknown. The pacemaker was returned and analyzed. The memory content demonstrated a normal functionality of the device while implanted and in service. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In agreement with the clinical observation, the device interrogation revealed the battery status eri. The archive data and the programmed parameters were inspected. High pacing outputs were documented in the archive data. Such high current program results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Device is at eri indication with unexpected battery behavior. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.